Manufacturer narrative:
Patient demographics (age at time of event, date of birth, and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. All three devices had bent delivery cannulas and the cannula of the second device had broken at the spiral weld. The delivery cannulas were bent downward towards the handle of each device. Additionally the second device was received with the first suture anchor sheared off the needle and lodged in the cannula. This prevented the device from actuating properly when function tested. This observation is most likely a contributing factor in the bent condition of the first pushrod. The delivery cannula on the second device is broke at the spiral weld, which is indicative of excessive bending force being applied during use. Excessive bending force during use could have resulted in the first suture anchor breaking on this device and contributed to the first pushrod becoming bent. The device functioned as intended for the deployment of the second suture anchor. All other devices functioned as intended when tested in accordance with the surgical technique. No anomalies were noted with the suture constructs that were returned. Device history review revealed nothing relevant to this event. Complainant's event typically caused by leveraging/prying the device during implantation procedure. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that three curved needle speed cinches, ar-4502 lot 10051368, were being used in a meniscal repair procedure. During the procedure, when the surgeon inserted the first speed cinch, the first implant would not deploy and the needle broke. The broken pieces were fully retrieved from the patient. This same event happened with the other two speed cinches from the same lot. An inside-out meniscal repair was performed instead to complete the procedure. No patient injury reported.